Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with all relevant info.

Event description:
Device issue: stent fracture. Time of device issue: 18 months post implantation. Adverse event: restenosis. Onset of adverse event: 18 months post implantation. It was reported that the pt presented with an occlusive restenosis without myocardial infarction. On scintigraphy, (B)(6)2010, the physician observed and noted a complete fracture of the stent, which had been implanted 18 months ago on (B)(6)2009. Angioplasty could not be performed as the guiding catheter could not cross. The pt is asymptomatic. No add'l info was provided.